Event description:
It has been reported that a versacross connect access solution for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. The user mentioned that after inserting the versacross connect dilator into the faradrive sheath, they noticed that the tip of the dilator was scored/damaged. A new versacross connect dilator was opened (different device, same model), which had no visible issues upon opening, yet the same issue occurred when inserted into the faradrive sheath. The physician then attempted to insert the original dilator (that comes with the faradrive sheath), and the same issue occurred. At this point, they decided to open another versacross connect kit for the dilator as well as a new faradrive sheath. When inserting the new dilator, the same issue occurred once again. They decided to open another versacross connect dilator and faradrive sheath and try once more. This time, they inserted the original dilator that came with the faradrive sheath first and had no issues. Then, they proceeded to insert the versacross connect dilator, and this time had no problems. The procedure was continued and completed successfully. No patient complications reported. Product will be returning for analysis. The dilators were not reshaped prior to use, and no damage was noted on the sheath that could have contributed. The user felt as if something inside the sheath was cutting the tip of the dilator, allowing for a piece to potentially break off inside the body.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected, and it passed flushing test (pre and post decontamination). Additionally, it was noted that the dilator tip showed visible damage. Therefore, the reported allegation of dilator tip damaged was confirmed.

Event description:
It has been reported that a versacross connect access solution for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. The user mentioned that after inserting the versacross connect dilator into the faradrive sheath, they noticed that the tip of the dilator was scored/damaged. A new versacross connect dilator was opened (different device, same model), which had no visible issues upon opening, yet the same issue occurred when inserted into the faradrive sheath. The physician then attempted to insert the original dilator (that comes with the faradrive sheath), and the same issue occurred. At this point, they decided to open another versacross connect kit for the dilator as well as a new faradrive sheath. When inserting the new dilator, the same issue occurred once again. They decided to open another versacross connect dilator and faradrive sheath and try once more. This time, they inserted the original dilator that came with the faradrive sheath first and had no issues. Then, they proceeded to insert the versacross connect dilator, and this time had no problems. The procedure was continued and completed successfully. No patient complications reported. Product will be returning for analysis. The dilators were not reshaped prior to use, and no damage was noted on the sheath that could have contributed. The user felt as if something inside the sheath was cutting the tip of the dilator, allowing for a piece to potentially break off inside the body.